Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 28 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The clinician reported difficulty in screwing the implant into the patient's tooth site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.